Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0547 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recx0547) have been reported from the same facility in (B)(6). Device has not yet been returned for evaluation.

Event description:
It was reported that a few hours after PICC insertion the patient died. Facility stated uncomplicated basilic placement in ir suite under fluoroscopy. Facility reported use of more than 5 ml of chg. PICC was inserted at 14:48. Patient was stable after PICC insertion. After procedure patient developed hypotension, coded and time of death was reportedly 17:25. Patient has a history of hepatic cirrhosis, dyslipidemia, severe arterial stenosis and hyponatremia. Facility alleges mast cell reaction contributed to reported event.